Event description:
A patient reports that following bilateral intraocular lens implant surgery, he is seeing halos especially while driving at night (headlights magnified). The patient was told that it would take some time to adjust and was directed back to his surgeon if he had any further questions. Follow-up with the surgeon indicates, the patient has complained of blurry vision and halos since 2006. However, the surgeon reports the patient's postoperative course has been uneventful and there are currently no plans to intervene. The surgeon feels the night vision complaints should ultimately diminish or resolve. MFR. Report # 1119421-2006-00144 -- (od) 1st eye, MFR. Report # 1119421-2006-00145 -- (os) end eye.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.